Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door switch, and covers was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that pre-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar spinal fusion procedure, the pendent showed "open door" even though the system's door was close. The site aborted use of navigation and imaging for the procedure. There was a delay to procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The covers were not replaced on the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the door switch assembly was replaced and door alignment was performed. The imaging system then passed the system checkout and was found to be fully functional. There were two door switch assemblies that were returned to the manufacturer for analysis. One of the components had physical damage to the mounting threads on the switch. The second component was faulty and confirmed the reported complaint, the switch did not reliably open and close. If information is provided in the future, a supplemental report will be issued.